Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery contacts were contaminated. It was also noted that the upper case was broken and dented, the lower case was broken, the battery drawer o-ring was missing and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three times while connected to the patient the external pulse generator was found by the nurse to have shut off and the patient heart rate was in the low 40's and the last time it was in the 30's. The second time it happened the nurse was unable to get the generator turned back on and the battery was replaced at that time. After the third time the generator was replaced and sent back for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).